Manufacturer narrative:
Investigation is in process, a follow-up report will be provided.

Event description:
The customer reported that a patient experienced a pulmonary embolism following a therapeutic plasma exchange (tpe) on a spectra optia device. Approximately 15 minutes into the procedure the patient developed acute respiratory distress, with labored breathing and an oxygen saturation (spo2) of 80 % -82 %. A high concentration oxygen mask was placed on the patient and approximately five minutes later the patient¿s oxygen improved to 90 %-91 %, and the attending nurse opted to supplement the oxygen (o2) with a nasal cannula. It was reported that the patient became cold to the touch and had sweaty extremities. Per the customer, the electrocardiogram (ECG) showed sinus rhythm however, a computed tomography (CT) scan was positive for a pulmonary embolism. The patient was administered clexane, hydrocortisone, and larix, as well as nebulization as the patient was a known asthmatic. Per the customer, the device did not alarm. It was also reported that the device did not contribute to injury. Patient identification is unknown however, the patient is reported to be ¿alive¿. The collection set is not available for return because it was discarded by the customer.

Event description:
The customer reported that a patient experienced a pulmonary embolism following a therapeutic plasma exchange (tpe) on a spectra optia device. Approximately 15 minutes into the procedure the patient developed acute respiratory distress, with labored breathing and an oxygen saturation (spo2) of 80 % -82 %. A high concentration oxygen mask was placed on the patient and approximately five minutes later the patient's oxygen improved to 90 %-91 %, and the attending nurse opted to supplement the oxygen (o2) with a nasal cannula. It was reported that the patient became cold to the touch and had sweaty extremities. Per the customer, the electrocardiogram (ECG) showed sinus rhythm however, a computed tomography (CT) scan was positive for a pulmonary embolism. Arterial blood gas test (abg) indicated metabolic acidosis value 7.27. The patient was given hydrocortisone and lasix due to the respiratory distress. The patient was also given nebulization as a known asthmatic. Clexane was given due to the pulmonary embolism. Per the customer, the device did not alarm. It was also reported that the device did not contribute to injury and the patient is reported to be alive. Patient ID was not provided on the basis of confidentiality. The collection set is not available for return because it was discarded by the customer.

Manufacturer narrative:
This report is being filed to provide additional information in b.5, b.7, e.1, h.6 and h.11. Investigation: the run data file (rdf) was analyzed for this event. Review of the run data file and aim images showed the system to be operating as intended with no signals, alarms or anomalies possibly indicating an issue or malfunction of the device. It was noted that there were two saline boluses given to the patient at 58 and 90 minutes into the procedure. A total of 400mls was delivered to patient through the replacement line. This involves connecting a saline bag to one of the two spikes for the replacement fluid. This line goes through fluid detector2 to prevent air from being returned to the reservoir. There were no air or fluid detector alarms generated during the 117minute exchange procedure. Note the patient's final fluid balance is calculated as a percent of the patient's tbv at the end of the procedure and does not include boluses given using the system or boluses given by opening the saline line. If the system is used to deliver a saline bolus, as was in this case, this information will be available on the end of run summary screen. Saline boluses given by opening the saline line on the return line tubing are not accounted for by the system. A review of the device history record (DHR) for this lot showed no irregularities during manufacturing that were relevant to this issue. A disposable complaint history search was performed for this lot and found no reports for similar issues on this lot. According to the aabb circular of information for the use of human blood components (revised 2017), metabolic complications may accompany large-volume transfusions, especially in neonates and patients with liver or kidney disease. Other metabolic derangements can accompany rapid or large-volume transfusions, especially in patients with preexisting circulatory or metabolic problems. These include acidosis or alkalosis (deriving from changing concentrations of citric acid and its subsequent conversion to pyruvate and bicarbonate) and hyper- or hypokalemia. According to therapeutic apheresis: a physician's handbook, adverse events occur during therapeutic procedures with a frequency of 4.8%. Air embolism is a very rare complication of apheresis when large amounts (3-8 mijkg) of air enter the venous system; it is characterized by dyspnea, tachypnea, cyanosis, tachycardia, and hypotension. 55 these states result when air enters the right ventricle and pulmonary artery, with obstruction of right ventricular output and pulmonary artery vasoconstriction. In the rare event this complication occurs because of a malfunction or error in setup, the donor is turned to the trendelenburg position on his or her left side, thereby trapping the air in the apex of the right ventricle. Eventually the air dissolves. Additional information received from the distributor confirmed that an acute dual lumen catheter was used for patient access. The distributor indicated that other procedures and medication were administered through cvc following the initial tpe and medical intervention, but they declined to provide any further clarification. A blood warmer was not used during tpe. Root cause: a root cause assessment was performed for this complaint. Based on the available information a definitive root cause for the pulmonary embolism could not be determined but it is likely due to one or a combination of the possible causes listed below: *air was introduced through the dual lumen catheter when the medication was administered *a serious side effect of the patient"s pre-existing condition *complications from the use of a vascular access device causes for metabolic acidosis is believed to be related to patient physiology, the rate of ac infusion, and/or the length of the procedure.

Event description:
The customer reported that a patient experienced a pulmonary embolism following a therapeutic plasma exchange (tpe) on a spectra optia device. Approximately 15 minutes into the procedure the patient developed acute respiratory distress, with labored breathing and an oxygen saturation (spo2) of 80 % -82 %. A high concentration oxygen mask was placed on the patient and approximately five minutes later the patient¿s oxygen improved to 90 %-91 %, and the attending nurse opted to supplement the oxygen (o2) with a nasal cannula. It was reported that the patient became cold to the touch and had sweaty extremities. Per the customer, the electrocardiogram (ECG) showed sinus rhythm however, a computed tomography (CT) scan was positive for a pulmonary embolism. The patient was administered clexane, hydrocortisone, and larix, as well as nebulization as the patient was a known asthmatic. Per the customer, the device did not alarm. It was also reported that the device did not contribute to injury. Patient identification is unknown however, the patient is reported to be "alive". The collection set is not available for return because it was discarded by the customer.

Manufacturer narrative:
Investigation: the run data file (rdf) was analyzed for this event. Review of the run data file and aim images showed the system to be operating as intended with no signals, alarms or anomalies possibly indicating an issue or malfunction of the device. It was noted that there were two saline boluses given to the patient at 58 and 90 minutes into the procedure. A total of 400 mls was delivered to patient through the replacement line. This involves connecting a saline bag to one of the two spikes for the replacement fluid. This line goes through fluid detector2 to prevent air from being returned to the reservoir. There were no air or fluid detector alarms generated during the 117minute exchange procedure. Note the patient¿s final fluid balance is calculated as a percent of the patient¿s tbv at the end of the procedure and does not include boluses given using the system or boluses given by opening the saline line. If the system is used to deliver a saline bolus, as was in this case, this information will be available on the end of run summary screen. Saline boluses given by opening the saline line on the return line tubing are not accounted for by the system. Investigation is in process; a follow-up report will be provided.